Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and there was a blockage in the tubing. Reportedly, the customer was not removing the air from the cartridge correctly, re-using insulin, and wearing the pump supplies for 3-4 days. Tandem clinical support informed customer that not removing the air from the cartridge correctly, re-using insulin, and wearing the pump supplies for 3-4 days is off label per the tandem user guide. Customer resumed insulin therapy on the pump. Customer¿s blood glucose level was 300-312 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.